Event description:
A testing issue was reported with the adc reader. A customer reported the adc blood glucose meter did not give any results after the blood sample was applied to the test strip therefore, the customer was unable to obtain readings. As a result, the customer became hyperglycemic and experienced a loss of consciousness, vomiting, and paleness and was unable to self-treat. The customer had contact with a healthcare professional who administered food and intravenous insulin (dose/type unknown) for the treatment of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned and investigated. Visual inspection has been performed on the reader and no issues were observed. Control solution testing were performed but results were not within the specification. Reader was de-cased . Visual inspection has been performed and debris was observed inside the strip port. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Product has not yet been returned and a valid serial or lot number was not provided for the strips. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the partial product is returned, a physical investigation will be performed and a follow up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A testing issue was reported with the adc reader. A customer reported the adc blood glucose meter did not give any results after the blood sample was applied to the test strip therefore, the customer was unable to obtain readings. As a result, the customer became hyperglycemic and experienced a loss of consciousness, vomiting, and paleness and was unable to self-treat. The customer had contact with a healthcare professional who administered food and intravenous insulin (dose/type unknown) for the treatment of hyperglycemia. There was no report of death or permanent impairment associated with this event.